Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 48cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported detached as the hypotube was separated.

Event description:
It was reported that tip detachment occurred. The 80% stenosed target lesion was located in the left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for use. However, upon removal, the balloon tip was fractured. The detached tip was successfully retrieved by snaring and the procedure was completed. No patient complications nor injuries reported.

Event description:
It was reported that tip detachment occurred. The 80% stenosed target lesion was located in the left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for use. However, upon removal, the balloon tip was fractured. The detached tip was successfully retrieved by snaring and the procedure was completed. No patient complications nor injuries reported.